Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse noticed the psc power cord to be bent and replaced the psc power cord. Fse also observed error 1 pointing to battery box and replaced the battery box to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer experienced errors 1 and 816. The customer reported event has no report of patient injury.